Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 30mg/dl. The customer reported that she had problems with sensors not adhering and pulling off her body. The customer treated for the low blood glucose with sugar. The customer declined troubleshooting for low blood glucose and stated they were aware of how to take care for low blood glucose. The product was not returned for analysis.